Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and the caller successfully performed the reset and started a new sensor session without further issues.